Event description:
It was reported that the customer's insulin pump was not administering the bolus dose he was programming. His blood glucose was 376mg/dl at the time of reporting. During troubleshooting the customer discovered that he had reached his maximum allowed bolus. No equipment was returned. No additional information was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.